Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by abdominal pain, low blood pressure and cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with fluconazole (50mg, 2 oral tablets every second day) and an unspecified antibiotic (intraperitoneal, dose and frequency were not reported) for peritonitis. Three days after the event onset, treatment with unspecified antibiotic was discontinued and the patient began treatment with vancomycin (2.5 gm, intraperitoneal, ongoing, frequency was not reported) for peritonitis. At the time of this report, the patient has recovered from abdominal pain and cloudy effluent, however, the patient outcome for peritonitis was not reported. Dianeal and extraneal therapies were ongoing. No additional information is available.